Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient with deep vein thrombosis had a vena cava filter deployed. Approximately three months post filter deployment, the patient was scheduled for a filter retrieval procedure. An attempt was made to snare the filter and dislodge the hook; however, was unsuccessful and it was noted that the hook was adherent to the vena cava body. Approximately four month post filter deployment, the patient was scheduled for another filter retrieval procedure. Multiple attempts to grasp the tip of the filter were made with multiple retrieval devices, but were unsuccessful. The decision was made to not pursue any more aggressive attempts due to patient safety. There were no complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, an attempt was made to snare the filter and dislodge the hook; however, it was noted that the hook was adherent to the vena cava body. Approximately four month post filter deployment, the patient was scheduled for a filter retrieval procedure. Multiple attempts to grasp the tip of the filter were made with multiple retrieval devices, but were unsuccessful. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: procedural instructions: 11. Remove the recovery cone® removal system and pusher system from kit b. 12. Flush the central lumen of the cone catheter and wet the cone with saline-preferably heparinized saline. 13. Loosen the touhy-borst and slowly withdraw the cone into the y-adapter to collapse the cone and flush with saline. Precaution: the cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter. 14. Attach the male end of the y-adapter with the collapsed cone directly to the introducer catheter. The introducer catheter and the retrieval cone system should be held in a straight line to minimize friction. 15. Advance the cone by moving the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft. 16. Continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracting the introducer catheter. 17. The retrieval of the eclipse® filter using a recovery cone® removal system is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.